Event description:
It was reported that during a da vinci surgical procedure, the thoracic grasper instrument would not move the way the surgeon wanted. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the wrist link broken at the edge of the link pin hole. The link wall appears to have failed at the point of minimum wall thickness contributing to decreased structural integrity. A piece measuring .023 was missing. The broken wrist link prevented the wrist from moving correctly. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation was the black coating had a shiny and bumpy appearance. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing wrist link, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.